Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that the last few times stimulation turns off, she feels a really strong ¿hum¿ through her body. The patient stated she always feels a ¿weird hum¿ when she turns stimulation off, which lasts maybe 10 minutes, but that a few times it was stronger and throws her off balance. The patient stated it was like a quick boom instead of a slow work up and then it takes twice as long for the hum to go away. The patient was wondering if this is normal because she is constantly changing levels or if this means something is messed up. The patient was redirected to their healthcare provider. No further complications were reported/anticipated. The indication for implant was failed back surgery syndrome and spinal pain.